Event description:
It was reported that during transport the ventilator was connected to the pt and was set at a rate of 10 breaths per minute. The ventilator was functioning fine for about an hour when it started ventilating the pt at 24 breaths per min. The transport crew tried to troubleshoot the ventilator settings and then noticed the co2 dropping on the pt. The pt was disconnected from the ventilator and was bagged throughout the remainder of the transport. The crew stated the pt's condition was never compromised and the pt remained stable.

Manufacturer narrative:
Analysis of the event trace shows no unusual alarms or error conditions. All entries are consistent with normal ventilator operation.